Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the reported leak in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report leak it was reported that during preparation of a steerable guide catheter (sgc), air was observed in the hemostasis valve during the insertion of the dilator. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.